Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained in the right groin, via a 6f st jude sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure the pt was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. The physician removed the device and converted the pt to 10 minutes of manual compression. Hemostasis was achieved. The pt was reported as hospitalized (not mynx related). The pt was discharged from the hosp on (B)(6) 2012.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.